Event description:
The manufacturer received information alleging the display screen color "bleeding" was occurring on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display was replaced to address this issue. After replacing the part on the device, the software was upgraded, and a final test was performed on the device. The device had passed the test.